Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent dislodgement; free floating in pt. Device issue: stent dislodgement. It was reported that this was a procedure for two stenosis at the iva which were predilated successfully with another company's balloons. One xience v 2.5 x 18 mm was advanced at the distal lesion. The stent could not cross and the physician wanted to remove the sds system; however, the stent dislodged and was lost in the main trunk. A 1.5 x 20 mm balloon was placed to try to catch the stent in the catheter guide, to retrieve it in the femoral, but it was lost and went through the circulation. The procedure was completed with another company's stent at the distal lesion and a xience v at the proximal lesion. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation, device placement, and accessory device support. The lesion was stenosed, which likely contributed to the reported failure to advance. As the stent was advanced in the stenosed lesion, the stent likely loosened such that the stent dislodged during removal. A conclusive cause for the reported failure to advance and stent dislodgement cannot be determined. The reported nonresorbable materials unretrieved in the body appears to be related to the operational context of the procedure.